Event description:
The reporter stated that the surgeon attempted to insert an aq2010v three piece silicone lens and the lens haptic tore. There was patient contact, no patient injury.

Manufacturer narrative:
H6: results: visual inspection of the returned product showed that one lens haptic is torn off and the lens optic is torn. Clear surgical residue/debris was noted on the product. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.